Event description:
Info received indicates the bed has no trendelenburg or reverse trendelenburg functions.

Manufacturer narrative:
The hill-rom technician replaced the test port assembly to repair the bed.